Manufacturer narrative:
Follow-up #1 date of submission 06/20/2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: evaluation revealed that the audio bolus button was punctured in the center but the keypad rubber was intact. A torn audio bolus button will allow contamination to permeate the button contact negatively impacting the button function. The torn audio bolus button is obvious and detectable and should alert the user to discontinue use of the pump. Evaluation revealed that the keypad buttons and the bolus button were intermittently unresponsive. There was evidence of keypad contamination found under the audio bolus button and the key contacts. The bolus button was found to be misaligned. Unrelated to the complaint, evaluation revealed a discolored/faded display screen, which has no effect on insulin delivery function.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2012, the lay-user/patient contacted animas alleging that keypad up button presses did not activate desired pump functions. The patient did not allege any harm or injury because of the reported issue. The alleged issue was not resolved with troubleshooting. The pump was replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that the pump was unresponsive to button presses. There is no evidence however that the alleged issue contributed to a serious injury. The patient did not report any blood glucose values, symptoms, or treatment suggestive of a serious injury.